Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the day of the call was when the surgeon told the rep that they had explanted the ins and two extensions due to an infection. There were no known external/environmental/patient factors. The actions taken to resolve was the surgery, and the issue was resolved by removing the ins and extensions to let the area heal. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the weight of the patient was not made available, which was verified with the physician. There were no further complications reported.